Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation of the aortic annulus was performed with a 25 mm non-medtronic (true) balloon. Upon valve deployment to 80%, an infold of the valve frame was observed. Subse quently, the valve was recaptured and withdrawn from the patient, and a new valve was loaded and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay of approximately five minutes occurred as a result of the infold due to loading the new valve. Per the physician, the patient's bicuspid valve anatomy with a calcified raphe between the right coronary cusp (rcc) and left coronary cusp (lcc) contributed to the infold.

Manufacturer narrative:
Image review: four images were provided for review in relation to the reported event. The absence of a patient executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection images were not available for review; therefore, confirmation of appropriate valve loading could not be performed. The available images indicate that an infold occurred during the implantation attempt. The evidence further supports that the infolded valve was removed and subsequently deployed on the sterile field, confirming the presence of the infold. Due to the lack of fluoroscopic valve load inspection images, it cannot be determined whether valve loading was performed appropriately, and a potential misload cannot be excluded as a contributing factor. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013081641); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation of the aortic annulus was performed with a 25 mm non-medtronic balloon. Upon valve deployment to 80%, an infold of the valve frame was observed. Subsequently, the valve was recaptured and withdrawn from the patient, and a new valve was loaded and successfully implanted. No patient complications have been reported as a result of this event.